Event description:
The patient reported that his infusion device was beeping continuously and "77" was displayed on the screen. The patient stated that he was not aware of the recall and had not been changing his power packs every 2 weeks as recommended. Company records indicate that the recall notification was delivered. The patient stated that the power pack had been in use for at least 18 days. The patient was educated in the recall. The pt was advised to insert a new power pack and his infusion device functioned properly. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient was sent corrected power packs. The patient was not able to provide the lot number or expiration date of the affected power pack. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.